Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the customer was instructed on starting the waterline disinfection. The oer-pro stayed on the error code seventeen (17) for a while. The cycle was cancelled, a drain was performed, and the lcg was loaded. The customer was waiting to the heat disinfection solution and called back when the .2 internal water line disinfection was ready. No matter what the customer tried, the oer-pro waterline disinfection just stayed on a blinking seventeen (17) for a long while. There seemed to be a problem while the machine was performing the waterline disinfection. An olympus field service engineer (fse) was dispatched to perform additional troubleshooting. The olympus field service engineer (fse) called the customer to identify the issue with the water filter replacement and the e17 disinfectant solution cannot be heated adequately error code that was displayed. The fse instructed the customer to start a new water line disinfection following the instructions in the endoscope reprocessor quick reference guide. No e17 errors were identified. The panel then instructed the user to attach a connector to the port above the water filter housing and then press "function start" until a constant flow was achieved through the connector, as per the quick reference guide. Once being instructed on this step; the customer had no problems running the water line disinfection and the unit was operational. The fse forwarded a quick reference guide to the customer to have on hand with step-by-step instructions on the water line disinfection process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, assistance was needed replacing the 0.2 internal water filter protocol on the endoscope reprocessor. The error code e17 was displayed on the unit due to a malfunction in the disinfectant temperature. The disinfectant solution could not be heated adequately. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the error e17 and the water filter replacement issue could not be determined. It is possible that the issue was caused by a mistake in management method such as lack of knowledge or recognition regarding the handling method of the equipment by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) ¿draining water from the water filter housing 7. Press the func sel button on the subcontrol panel to select ¿air purge¿. 8. Press the func start button on the subcontrol panel.¿ olympus will continue to monitor field performance for this device.